Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included endometriosis, pelvic congestion syndrome, cervicitis and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received new reporter information, date of birth and indication was added. Case become incident removal date was added, based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.